Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible inappropriate shock due to the device detecting fast ventricular tachycardia (fvt) when 2:1 atrial tachycardia (at) changed to 1:1. The device remains in use. The remote transmission also revealed right atrial lead undersensing during atrial arrhythmia episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.